Manufacturer narrative:
Review of the cloud data from the user found that a pod with the serial number reported was used between 13:02 on (B)(6) 2026 and 02:24 on (B)(6) 2026. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was only used in automated mode during this time and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that two boluses, one of 4.4 u and one of 2.7 u, were delivered by this pod. The phb data showed that the total pulses delivered count tracked by the pod incremented correctly after delivery of these boluses, indicating that the boluses were actively and successfully delivered. No evidence of an over delivery insulin or of any issues with the system was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for between 5 and 24 hours. The patient went to bed with a blood glucose (bg) level of 137 mg/dl. Within a few hours (early morning), bg rose up to 573 mg/dl. Later that morning, the ketones measured at 0.6 mmol/l, and bg remained above 400 mg/dl. Patient also experienced muscle cramps due to ketones. Multiple bolus attempts via pod were unsuccessful. The patient was admitted to the hospital for severe hyperglycemia with ketonuria and risk of ketoacidosis (ketones later increased to between 2.2 mmol/l and 2.6 mmol/l, bg reported up to 573 mg/dl). Treatment included intravenous (IV) insulin infusion, IV fluids (including electrolyte management) and continuous monitoring on bg, electrolyte and ketone levels. The pod was removed, and manual insulin therapy was initiated. During hospitalization, four pods were placed, but hyperglycemia and ketones recurred after resuming pod therapy. Patient was currently using humalog, with a planned switch to novorapid. The patient was hospitalized for 8 nights. Additional information was received on (B)(6) 2026 that the patient was on the insulin brands of humalogliprolog.